Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impactor plate and shaft broke off at the end during impaction of the cup. Minimal delay (less than 5 minutes) tha case.

Event description:
The impactor plate and shaft broke off at the end during impaction of the cup. Minimal delay (less than 5 minutes) tha case.

Manufacturer narrative:
Reported event: the impactor plate and shaft broke off at the end during impaction of the cup. Minimal delay (less than 5 minutes) tha case. Device evaluation and results: visual inspection the shell impaction platform, p/n 206270, lot 45010315 was returned broken in half and missing all inner components. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/02/2015. No non-conformances were identified during inspection. Complaint history review: review of complaints within the trackwise database for p/n 206270, l/n 45010315 show (B)(4) other complaints related to the failure in this investigation. The complaints is (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The impactor plate and shaft broke off at the end during impaction of the cup. Minimal delay (less than 5 minutes) tha case.